Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. No further follow up is planned. Evaluation summary: the reporter stated the patient did not know how to properly calibrate the device and needles were reutilized. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. It was reported that the patient did not know how to properly calibrate the device and needles were reused. The user manual states the user should prime the device every time and also states that a new needle should be used for each injection. The pen must be primed to ensure the correct dose is given while using new needles after each injection ensures sterility, prevents leakage of insulin, keeps out air bubbles, and reduces needle clogs.

Event description:
(B)(4). This prospectively maternal case, reported by a consumer, who contacted the company to report adverse events and a product complain, concerns a caucasian female patient of unknown age. Medical history included historical insulin aspart for unknown indication before gestation. Obstetrical history was not provided. Information regarding high risk behaviors and if pregnancy was associated with young or advanced age was not provided. Concomitant medications were not provided. The patient received human insulin (rdna origin) regular (unknown manufacturer) and human insulin (rdna origin) nph (unknown manufacturer), unknown formulation, dose, frequency, route of administration and start date for the treatment of diabetes. It was unknown how human insulin nph and regular were delivered. It was reported that the last menstrual period of the patient was on (B)(6) 2017. Then, on an unspecified date, unknown time after beginning human insulin nph and regular therapies, the patient got pregnant. In the beginning of gestation, when she was 2 weeks pregnant (conflicting information reported: in (B)(6) 2017), the human insulin regular and nph were replaced by insulin lispro (humalog) vial and insulin glargine (lantus), due to unknown reason. The patient started to receive insulin lispro (humalog) vial, 20 iu daily (6 or more applications per day, according to carbohydrates counting), subcutaneously; and insulin glargine (lantus) 27 iu daily via unknown route of administration; both for the treatment of diabetes. The insulin lispro was delivered via a syringe. Therefore, the patient was taking human insulin nph and regular before, at the time of conception and during the first trimester of gestation and; the insulin lispro and insulin glargine were taken during the first trimester of gestation. In (B)(6) 2017, the patient also started to receive insulin lispro (humalog) in cartridge formulation, which was delivered via humapen savvio red (lot number 1410v01). According to reporter the vial formulation was used when the patient was at home and the cartridge formulation was used when the patient was at work. As of (B)(6) 2017, the patient was (B)(6) pregnant and no complications were reported (conflicting information stated that lmp was on (B)(6) 2017, therefore, she could not be in second month of gestation). On unknown date, unspecified time after beginning treatment with insulin lispro, insulin lispro cartridge had no effect. Patient injected insulin lispro from another cartridge from the same lot (c591025a), which also had no effect, and her glycaemia did not decrease. However, when she injected insulin lispro via syringe at home, her glycaemia back to normal. Corrective treatments and laboratorial exams regarding this event were not provided. The event of high glycaemia resolved. The patient did not know how to properly calibrate the device and needles were reutilized. On unspecified dates during gestation, the patient experienced several episodes of hypoglycemia, generally her blood glucose reached 60 or 55 (unit and normal range were not provided), however, there were times that her glucose reached 30, 20 and even 15, which were rare, according to reporter. The event of hypoglycemia was considered as serious by the company due to medically significant reasons. As corrective treatment for hypoglycemia the patient used to eat 15 grams of carbohydrates (around 3 candies), waited 5 minutes and then she measured her glycemia again, if necessary she repeated the same process until reaching the normal glycemic value. It was reported that these hypoglycemic episodes occurred one or two times per week during the dawn. According to reporter, the patient s treating physician stated that the hypoglycemia was not related to insulin lispro therapy, it was related to insulin glargine, for this reason, the physician reduced the dose of insulin glargine from 27 to 23 and later from 23 to 20. After this dose changing the hypoglycemic episodes were less frequent. On an unspecified date the patient underwent an ultrasound due to her pregnancy and her results were normal. At the time of follow-up, on (B)(6) 2017, the status of insulin lispro therapy (vial and cartridge) and insulin glargine therapy was unknown and the pregnancy was ongoing. The expected date of delivery would be on (B)(6) 2017. The patient operated the device and it was unknown if she was trained. The device model and the reported device have been used for unspecified time. Return of device was not expected since there was no reported complaint and it was working properly. Its status of use was not provided. The reporting consumer did not provide any relatedness opinion. Update 19may2017. Additional information received on 16may2017 from initial reporting consumer was processed within initial case entry. Added suspect insulin lispro (humalog) vial; updated description as reported of event of blood glucose increased; updated treatment status with insulin lispro cartridge to unknown; updated cartridge lot number to c591025a; narrative and fields were updated accordingly. Update 23jun2017: additional information was received on 21jun2017 from the initial reporting consumer. Added patients weight, height and ethnicity; added insulin glargine as suspect drug; added indication for use of insulin glargine; added human insulin nph and regular (unknown manufacturer) as suspect drugs; added indication for use, route of administration and start date of insulin lispro therapy; added last menstrual period and expected date of delivery provided by reporter; updated the length of exposure; added hypoglycemia as serious adverse event; added ultrasound and glycemic values as laboratorial examination; removed the start date for the event of maternal exposure during the pregnancy. Updated narrative and corresponding fields accordingly. Upon internal review, removed the humalog previously coded as treatment drug; updated the field birth type from blank to in-utero (pregnancy was ongoing); updated the field number of fetus from 1 to blank (this information was not provided). Update 17jul2017: updated medwatch fields for expedited device reporting. Update 19jul2017: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. Entered a device specific safety summary (dsss) for the humapen savvio (red). Corresponding fields and narrative updated accordingly.